Event description:
It was reported to philips that the device has a battery issue. There was no patient involvement. The field service engineer (fse) evaluated the device. The fse found the battery will not charge. The battery needs to be replaced. The philips fse has identified the battery as a malfunctioning part. The customer replaced the malfunctioning battery with another on site battery which resolved operational issues with the battery. The customer will obtain a new battery, (B)(4). The device remains at the customer site.